Event description:
Device was being utilized during a clinical study. The patient was a female admitted for repair of heart defects (atrial septal defect, ventricular septal defect, pulmonary stenosis) in 2008. A study catheter was placed in the patient's right femoral vein. At about two days later, blood could not be drawn from the blue port of the study catheter and the catheter site began to leak. A blood culture was drawn from the study catheter, and the results were negative. At about three days later, skin breakdown was noted at the insertion site. In the next day, another blood culture was drawn from the study catheter and the results were negative. The study catheter was removed in the next day due to the leak. The patient also experienced the following adverse events during this hospitalization: arrhythmia pulmonary edema, fever, respiratory distress, distended abdomen and constipation, and prolonged sedation requiring weaning from narcotics. The patient was discharged from the hospital at about three weeks later.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time we are not able to determine the root cause of this event. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.